Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to an olympus repair facility for inspection and the reported failure was not confirmed. The device was tested for 3 hours, and no fault was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an event where the image is intermittent and horizontal lines appeared. This was found during preventative maintenance. There were no reports of patient involvement.

Event description:
It was reported that the camera head had an event where the image is intermittent and horizontal lines appeared. This was found during preventative maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.